Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to backup battery fault alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Additional information provided on 25mar2024 stated alarms resolved following the exchange. Multiple good faith efforts were sent asking if any product would be returned for analysis, if log files from the time of the event could be provided. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 14sep2021. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a backup battery fault alarm while on their way home from the clinic on (B)(6) 2024. They turned around and went back to the clinic where the 11v li-ion battery was reseated. A new backup battery fault alarm occurred on (B)(6) 2024. On (B)(6) 2024, the patient had a modular cable and system controller exchange. The alarms resolved after the exchange.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller and modular cable were exchanged for an unknown reason on (B)(6) 2024. The patient's controller exchange on (B)(6) 2024 due to backup battery faults is reported under MFR #: 2916596-2024-01679.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on 04mar2024 was confirmed via provided information. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if any product would be returned for analysis, and if log files from the time of the event could be provided, the reason the system controller was exchanged on 04mar2024, and if the serial number of the system controller could be provided. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the heartmate 3 system controller due to no lot number being provided. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.